Event description:
Dexcom g7. Product continually fails. It tells me my blood sugar is 100 above finger sticks, hence taking insulin when not needed or 150 below what my actual blood sugar is! I've been using this product for 6 months and have made it to the 10 days mark less times than I've had to change prior to that mark. This is very dangerous. Type 1 diabetes.